Event description:
On (B)(6) 2024, the patient underwent a right total mastectomy procedure and right axillary sentinel node mapping and biopsy procedure and right lateral and right posterolateral chest wall cone deformity excision. During the second to last suture closure, there was evidence of thermal injury to the epidermis of the skin overlying the dermis of the skin along the central portion of the patient's right mastectomy/right chest wall surgical resection site, and it was determined it was intraoperative thermal injury to the epidermis of the skin due to excessive heat generated on the surface of the skin by the 3 overhead operative field hillrom surgical lights (trumpf medical systems). The patient has an extensive burn that has left sluff skin, she has required multiple follow-ups and will need a debridement of the scar/burn. Reference reports mw5159655, mw5159657.